Manufacturer narrative:
The event occurred in (B)(6). It was reported that the rotaflow drive stopped after patient blood pressure drop. After disconnected from the patient a getinge field service technician serviced the device and performed a run test over 10 hours and was unable to reproduce the ¿pump stop¿. In addition, the technician found during the maintenance that the battery has a short run time. As the last replacement of the battery was about 2-3 years ago, based on this information the battery has reached the life time. The battery has been replaced as part of the maintenance. No indication of actual or potential for harm or death has been reported. A device history review (DHR) was performed on (B)(6) 2021 and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure "drive stopped" could not be confirmed. However the failure mode "drive stopped" can be linked to the following most possible root causes according to our risk management file (dms#(B)(4). - pump stop intervention after technical error (e.g. Pump runaway, error head), - sensor error (bubble, level, pressure (in hl20 mode), flow), - wrong intervention limits - unintended rpm change by user, - unintended switch off by user, - application of contrast agents. The sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14 about regular battery replacement . Chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in (B)(6). It was reported that the rotaflow drive stopped after patient blood pressure drop. After disconnected from the patient a getinge field service technician serviced the device and performed a run test over 10 hours and was unable to reproduce the ¿pump stop¿. In addition, the technician found out during the maintenance that the battery has a short run time. As the last replacement of the battery was about 2-3 years ago, based on this information the battery has reached the life time. The battery has been replaced as part of the maintenance. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).